Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 100% stenosed, 10mm in length target lesion was located in the non-tortuous and calcified, 2.5mm in diameter, distal right coronary artery. The lesion was pre-dilated with an apex and non-bsc balloon catheter. This rotawire was selected; however, during the procedure resistance was encountered and the rotawire tip separated. The tip remains in the patient¿s vessel. An angiogram confirmed that there was no vessel damage and the guide wire tip was noted to be secure. The procedure was not completed due to this event. No further patient complications were reported and the patient¿s status is stable.

Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 100% stenosed, 10mm in length target lesion was located in the non-tortuous and calcified, 2.5mm in diameter, distal right coronary artery. The lesion was pre-dilated with an apex and non-bsc balloon catheter. This rotawire was selected; however, during the procedure resistance was encountered and the rotawire tip separated. The tip remains in the patient's vessel. An angiogram confirmed that there was no vessel damage and the guide wire tip was noted to be secure. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 100% stenosed, 10mm in length target lesion was located in the non-tortuous and calcified, 2.5mm in diameter, distal right coronary artery. The lesion was pre-dilated with an apex and non-bsc balloon catheter. This rotawire was selected; however, during the procedure resistance was encountered and the rotawire tip separated. The tip remains in the patient's vessel. An angiogram confirmed that there was no vessel damage and the guide wire tip was noted to be secure. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed a fracture approx. 326.5cm from proximal end and kinks approx. 123cm and 244cm from proximal end. All the outer diameter that could be measured was within specifications. The fracture section was sent to the (B)(4) lab for analysis. (B)(4) lab revealed that the failure occurred due to a bending overload in a region weakened by a wear reduction of the cross sectional area of wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).